Event description:
It was reported by the customer that a bd pyxis¿ es server drive was full, and interface was disconnected. The customer stated that there was a delay in dispensing workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cce d drive was full, causing the es to show an interface disconnection. A technical support specialist dialed into the cce 1797601mlp-16, found the cce services in a stopped state due to the full d: disk, cleared the search index folder, truncated the message logs table, shrank the tracing database, and started the cce services. The system functioned as intended after the technical support engineer troubleshot the device.